Event description:
It was reported that removal difficulty occurred.The target lesion was located in the carotid artery. A 190 cm FilterWire EZ? was selected for use. During the procedure, upon retraction of the FilterWire, the retrieval sheath failed to advance to the plain body section of the device due to significant resistance. The physician could only attempt to directly withdraw the opened retrieval sheath of the FilterWire together with the guiding catheter out of the body. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - (b)(6).